Manufacturer narrative:
The pad-pak was first installed on the 5th november 2009 and performed to specification up to the 10th august 2014. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups of 10 minutes duration between the 16th august 2014 and the 20th october 2015. The pad-pak became depleted and a further pad-pak was installed which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.